Event description:
A head nurse reported that a system shut down on its own before a procedure. The system was exchanged to start and complete the case. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).